Event description:
On (B)(6) 2010, pt reported ongoing concerns with severe hypoglycemia. Pt reported low blood glucose, especially in the morning hrs, for her "entire life." Pt has symptoms of sweating, inability to speak, loss of control of legs and arms, seizures, and loss of consciousness. Pt loses consciousness when blood glucose is below 35 mg/dl. Pt is typically able to treat self but has required assistance. The previous week, pt experienced seizures from 9 am until 2 pm when her daughter found her. Daughter provided treatment of glucagon injection, and then pt ate candy. Blood glucose rebounded to over 600 mg/dl. Target blood glucose is 120-160 mg/dl. Pt is currently using temporary basal rate of 70% and this has helped correct low blood glucose. Pt reported "it is not the pump." Pt has always experienced low blood glucose; pt attributes this to kidney failure, loss of appetite, and weight loss. Product was replaced and requested for eval.